Event description:
A report was received in 2002 regarding a memory lens which had been implanted in 2002 in a patient's left eye, which patient was a high myopic. One day post-op, the doctor reported the patient as -400. The lens was removed and replaced twelve days later and the patient is now slightly hyperopic. The doctor stated that he did not feel the incident was lens related, and the patient's condition is stable. The doctor reported that the patient's visual acuity at exam 05/2002 was 20/20 os.